Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the 513.005, drill bit 1 l46/34 2flute is broken into two pieces. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 513.005, drill bit 1 l46/34 2flute would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6. Part# 513.005. Lot # 345154. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 26 sep 2022. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that during the surgical procedure brocade is performed for channel and the drill bit is broken into two parts, the drill bit is changed by an equal achieving a procedure successfully and without any inconvenience. The patient is not affected because the tip of the drill reaches out of the bone in its entirety. This report is for one (1) drill bit 1 l46/34 2flute. This is report 1 of 1 for complaint (B)(4).